Event description:
During follow-up, lead dislodgment with persistent non-capture and double counting in an episode were observed. The patient received inappropriate shocks. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.